Event description:
It was reported that one week after implant, the right atrial (ra) and right ventricular (rv) leads had high thresholds and a chest x-ray confirmed they were pulled back with inadequate lead/tissue interface. An ra lead revision was attempted, but the helix was unable to retract due to tissue on the helix. The ra lead was explanted and replaced. The rv lead was revised to add more slack and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix extended and tissue visible on it. Removed tissue with alcohol, helix operates within specification. If information is provided in the future, a supplemental report will be issued.